Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the blower motor was observed. The device's blower motor was replaced to address the issue.